Event description:
Philips identified a software defect internally in iscv (intellispace cardiovascular) where selecting laterality measurements changed laterality in the measurements tab in certain scenario. The issue was identified internally and was not in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.